Event description:
During an esophagus cancer resection procedure, part of the staples were malformed and surgeon had to hand suture. Five hours post-op, the patient bled about 500ml. The patient underwent a second operation where the surgeon removed the staples and completed the case by hand suturing. The patient had an unexpected blood transfusion of about 400 ml.